Event description:
The customer alleged that he performed a control solution test using his contour meter and received a reading of 475 mg/dl. The normal control range was not provided, but should be around 160-147 mg/dl. The customer became tired during the call and was unable to continue troubleshooting. No product will be returned.